Manufacturer narrative:
The camera head was purchased on (B)(6) 2010 and was last serviced on (B)(6) 2016. The referenced camera head was returned to the service center but the evaluation is in progress. Additionally, the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer, during an unspecified event the high definition autoclavable camera head had no image when plugged in. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was confirmed and was found to be a faulty charge-coupled device (ccd) unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely unexpected stress on the ccd unit due to the user's handling, resulting in the failure of the image. This issue is addressed in the instructions for use (IFU) which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.".